Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of true metrix air 200mg/dl and true2go meter of 111mg/dl and all of the results obtained. The customer's expected fasting blood glucose test result range is 107 to 123mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/21/2018 and open vial date is one week ago. The meter memory was reviewed for previous test result history (date / time not set): a 200mg/dl, (B)(6)2017 11:30 am, fasting: yes. A 122mg/dl, (B)(6)2017 11:18 am, fasting: yes. A 145mg/dl, (B)(6)2017 11:05 am, fasting: yes. A 199mg/dl, (B)(6)2017 10:56 am, fasting: yes. A 192mg/dl, (B)(6)2017 10:49 am, fasting: yes.